Event description:
Healthcare professional reported a left side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Device evaluation: visual analysis of the returned device identified: opening, crease fold, weight to the spec, wear abrasion. A microscopic analysis was performed which one crease sharp in the anterior. And stress mark. Based on the device analysis the final assessment is: two crease sharp in the radius side assessed as fold flaw opening.